Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l1-4 due to some unknown reasons. Intra-op, the bed rail side of the rigid flexible arm could not be fixed during the operation. The product was touched and checked after the operation, but it could not be fixed either. No patient symptoms or complications were reported as a report of this event.